Manufacturer narrative:
Twelve opened knife samples in blisters unrelated to the complaint were received for the report of blunt knives. The returned samples were visually inspected. Samples 1 through 8 and 10 through 12 were found to be non-conforming with damaged tips and/or a damaged cutting edge. Sample 9 was found to be non-conforming with damaged tip (tip broken off). Penetration testing could not be performed due to the damage of the samples. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. The six photos are of fourteen knives within blisters and close ups of those blister tyveks. The knives were within blisters unrelated to the complaint file. The reported issue of blunt knives cannot be confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or confirmed knife lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of three reports for this reported event. (B)(4).

Event description:
A nurse reported that multiple ophthalmic knives were blunt during separate cataract surgeries with intraocular lens (iol) implantation. The surgeries were completed with replacement of knives. There was no harm to any patient. Additional information has been requested.